Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined. The root cause of this event is unknown.

Event description:
Same case as MFR report #: 6000093-2007-00934. Clinical trial. It was reported that the patient expired 574 days following a coronary artery drug eluting stenting treatment procedure. It was reported that ten days prior to the index procedure, the patient was evaluated in for exertional angina. Per office progress note, the patient had an abnormal thallium stress test, which showed evidence of an apical defect. The patient was referred for cardiac catheterization. The index procedure identified and treated two target lesions. Target lesion 1 was identified in the proximal cx (circumflex) with 90% stenosis and measuring 3.0x16mm. Target lesion 1 was treated with pre-dilation and placement of a 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis following post dilation. Target lesion 2 was identified in the mix cx (circumflex) with 80% stenosis and measuring 3.0x16mm. Target lesion 2 was treated with predilation and placement of another 3.0x20mm taxus express2 drug eluting stent resulting in 0% residual stenosis following post dilation. During this procedure, a brief attempt was made to open the totally occluded rca, but a wire could not be passed into the true lumen and the procedure was ended. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. The study coordinator was informed by a family member that the patient had expired at home 574 days following the index procedure. The family member stated "patient had been chronically ill for several years." The patient had been diagnosed with cardiomyopathy. An autopsy was not performed. The investigator reported that the involvement of the target vessel in this event was unknown. The clinical events committee adjudicated this event as a cardiac death and unknown if related to the device or target vessel in september 2007.